Event description:
On 23/apr/2026, (B)(6) became aware this 62-year-old ((B)(6) 1963) male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) developed a pd catheter (not a (B)(6) product) in (B)(6) of 2025, which required its removal. During follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient contracted a pd catheter infection in (B)(6) of 2025 due to poor personal hygiene. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).